Event description:
It was reported that the customer had low blood glucose. Customer's blood glucose was 40 mg/dl. Customer treated with glucose tablets. Customer stated blood glucose improved and waiting for his trainer for possible adjustments. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.